Event description:
A locking straight plate 8-hole and a locking curved plate 8-hole was initially implanted on a patient who had fractures on both forearm bone, the ulna and the radius. The initial surgery was conducted on (B)(6) 2013. The x-ray image taken after the incident shows both plate broke in the proximity of where the fracture developed. The incident occurred approximately twelve weeks after initial surgery. According to (B)(4), sales representative involved in the case, the cause of breakage of both plates were due to micromotion. No further information was provided to the sales representative or trimed quality manager regarding other possible causes of this incident. The broken plates were removed from the patient on (B)(6) 2013 and both were replaced by a competitor's plate.

Manufacturer narrative:
Device malfunction. Device was removed from the patient, replaced by competitor's plate.